Manufacturer narrative:
An event of migration or expulsion of device (aortic direction) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a caused for the reported device migrated to aortic direction appears to be related to procedural conditions (embolized toward the ascending aorta during CPR). The cardiac arrest resulted with dropped blood pressure and tombstone st segment elevation could not be determined. The reported atrial fibrillation and renal failure could not be determined. The coronary occlusion caused by the valve leaflet obstruction. The reported hospitalization, unexpected medical interventions, and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study. Patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 27mm navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device. The valve was re-sheathed once during procedure due to being deployed too high. Post-implant, the patient also developed a hypocalcemia. The patient's fluids were replaced and a calcium gluconate infusion was administered. It was also noted via transesophageal echocardiogram, that the there was coronary occlusion caused by the valve leaflet. The patient went into cardiac arrest, with dropped blood pressure and tombstone st segment elevation. Cardiopulmonary resuscitation (CPR) was started, but the valve embolized toward the ascending aorta during CPR. The patient was successfully resuscitated. The decision was made to place a non-abbott device, snare the navitor valve above sino-tubular junction (stj), and send the patient to aortic valve replacement (avr) surgery. A 21mm non-abbott device was implanted. It was also noted during post-operative care, that the patient developed an onset of atrial fibrillation with rapid ventricular response. The patient was administered an amiodarone bolus and infusion and subsequently, transitioned to oral amiodarone. Thereafter, the patient returned to sinus rhythm. On (B)(6) 2025, it was noted that the patient suffered an acute kidney injury following surgery. The patient's creatine, blood, urine, nitrogen and urine output were closely monitored. The cause of the coronary obstruction is attributed to large calcium burden from the native leaflet obstructing the left main coronary artery after implant of the 27mm navitor vision valve. The patient was discharged at the time of report.